Event description:
It was reported there was a suicide attempt. The patient was unhappy at work and swallowed a bottle of rivotril. The patient was hospitalized on a psychiatric ward. The event was unlikely/unrelated to the surgery, system, medication, or a pre-existing/underlying disease. The event was possible/probably/or certain to be related to the stimulation. The event was considered completely resolved. Event was previously reported in manufacturer report # 3007566237-2013-00906 as a literature event.

Manufacturer narrative:
(B)(4).